Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the tip of the pedicle probe was deformed. The cause was unknown. The procedure was completed using a different instrument. There was no surgical delay and no impact on patient outcome.

Manufacturer narrative:
H6: analysis was performed for product: 9733457, lot number: 191107. It was reported that as reported, the tip of the returned probe was visibly bent. With markers attached and fully seated, the probe displayed a good geometry error but a high divot error due to the bent tip. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.